Manufacturer narrative:
The reported event of trigger sticking was duplicated. During the device evaluation, it was noted that the handpiece was corroded throughout, which was the cause of the reported event. The device was repaired and will be returned to the user facility.

Event description:
It was reported that during testing conducted by a field service technician, the trigger of the system 7 reciprocating saw was sticking. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were reported with this event.